Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a tibial plateau leveling osteotomy, the thread on one of the locking self-tapping holes (caudal head of plate) was not threaded right or cross threaded. The lst screw drill guide was not able to screw into one of those holes. 3 tplo plates were opened, and all were the same. There was an unknown surgical delay. The procedure was successfully completed. There were no patient consequences. Concomitant device reported: unknown: drill guides: (part# unknown; lot# unknown; quality:1). Unknown: screw: (part# unknown; lot# unknown; quality: unknown). This complaint involves (5) devices. This report is for (1) unknown, screw. This report is 4 of 5 for (B)(4).